Manufacturer narrative:
The phacoemulsification handpiece was received. And a visual assessment of the returned sample found no visual nonconformities. The phacoemulsification handpiece was connected to a resistance test box, where the input and output impedance were found to be within product specifications. The returned phacoemulsification handpiece was connected to a calibrated system. The phacoemulsification handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phacoemulsification handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phacoemulsification handpiece to meet product specifications. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phacoemulsification handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A non-health professional reported that during a cataract surgery, the handpiece stopped doing phacoemulsification when switched to quadrants mode. They changed out fluid management system, however it did not resolve the issue. A new handpiece was used to complete the procedure. There was no harm to the patient. Additional information has been requested.